Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implantation, a hancock ii mitral cinch 31 valve was assembled with the handle and the physician rotated the handle in an attempt to cinch the valve struts. After the second rotation, the struts only bent slightly and one strut popped open, and the cinched configuration could not be achieved. The product was never implanted. There was no patient involved.